Event description:
It was reported that the patient underwent vns generator replacement surgery due to prophylactic reasons. The explanted generator was received by the manufacturer. Generator product analysis was completed. The ifi condition was verified in the product analysis, or pa, lab. The generator performed according to functional specifications. However, the diagaccumconsumed values revealed 25.578% of the battery was consumed and the generator was opened due to possible contaminates on the trimmed edge of the printed circuit board assembly, or pcba. Contaminates were observed on the trimmed edge. The contamination suggested probable electrical paths were established between the copper edges of the trimmed edge of the pcba, which resulted in increased out of specification current consumption for both standby and pulsing modes. This may have been the contributing factor for the low battery. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional relevant information has been received to date.